Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv (large volume) did not flow. It was further reported that when the device was primed according to the steps in the technical sheet, it would reach a speed of 5ml/hour; however, when the nominal flow of 2ml/hour was selected, the device was blocked and stopped working. There was no report of patient injury or medical intervention associated with this event. No additional information is available.